Event description:
This spontaneous report was received from a us physician and concerns a female patient. The patient was injected with radiesse into the pre-auricular space (off label use of device). Radiesse was hyper diluted. The patient was previously injected with sculptra into the same area (as reported), roughly 1 year prior to radiesse injection. About 1 year after the radiesse injection, the patient experienced pathologist-confirmed granulomatous reaction. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, injection site granuloma, was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported.